Event description:
Repair document states the key failure was that the power switch had short circuited causing the unit to not start. Additional malfunctions: pilot valve was found to be leaking.

Event description:
It was reported by dealer that the irc5po2v concentrator will not turn on at all. He hits the power switch and nothing happens. The dealer is sending the unit to a 3rd party repair center to have it repaired under warranty.

Manufacturer narrative:
Additional information was added in regards to the repair of the unit.